Event description:
The stryker driver would not hold the guide pins during the procedure. The malfunction was related to the two quick release chucks, which were taken out of service and sent out for repair.